Event description:
Information received from the field notes that the patient leaned against an electronic article surveillance (eas) system and felt symptomatic. The patient went to her physician and was placed on a 24hr holter monitor. The monitor showed device inhibition and maximum mv rate pacing when the patient leaned against the eas system.